Event description:
It is reported that the pt was revised due to a split femur. It is also reported that the pt has had two injections and one aspiration on unknown dates.

Manufacturer narrative:
This report will be amended when our investigation is complete.